Manufacturer narrative:
One needle from cathena lot #4265921 was received with the needle locked in the tip shield. Blood residue was observed in the flash chamber. The cannula was slightly bent near the tip shield. The outside diameter (od) of the cannula was measured with calipers (ID #3776 calibration date: 19 aug 2024, calibration due date: 31 aug 2025) and was found to be 0.0280". The end of the needle easily moved through the tip shield washer. The IV catheter was not provided for investigation. The complaint could not be confirmed at bd sandy as the condition of the returned sample does not support the complainant¿s description of the reported event.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd us cathena 18gx1.25in straight bc had a blood leak out of the control plug. The following information was provided by the initial reporter: material#: 386865, batch#: 4304891. Verbatim: failed blood control valve. Blood exposure to clinician, IV taken out of patient.